Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: this event was reported by the sales representative. The reported healthcare facility is: (B)(6) hospital phone number: (B)(6). Fax number: (B)(6). Block h6: imdrf device code a04 captures the reportable event of balloon damaged.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic balloon dilatation procedure performed on (B)(6) , 2025. During the procedure, balloon was inflated within the specified 8atm; however, the balloon was damaged. Additional clarification to determine the nature of the damage was not provided and is being reported as the balloon may have burst in the esophagus. The procedure was completed with different device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the sales representative. The reported healthcare facility is: (B)(6). Block h6: imdrf device code a04 captures the reportable event of balloon damaged. Block h11: investigation results. The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual, microscopic, and functional evaluation found that the device was able to be inflated however, it was not able to hold pressure as the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged/defective was confirmed. The longitudinal tear found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic balloon dilatation procedure performed on (B)(6) 2025. During the procedure, balloon was inflated within the specified 8atm; however, the balloon was damaged. Additional clarification to determine the nature of the damage was not provided and is being reported as the balloon may have burst in the esophagus. The procedure was completed with different device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic balloon dilatation procedure performed on (B)(6) 2025. During the procedure, balloon was inflated within the specified 8atm; however, the balloon was damaged. Additional clarification to determine the nature of the damage was not provided and is being reported as the balloon may have burst in the esophagus. The procedure was completed with different device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 catalog number has been corrected. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the sales representative. The reported healthcare facility is: (B)(6). Block h6: imdrf device code a04 captures the reportable event of balloon damaged. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, visual and microscopic evaluation revealed that the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged/defective was confirmed. The torn longitudinal found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon. Therefore, the most probable root cause is adverse event related to procedure.